Manufacturer narrative:
Unknown taper. The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. If returned, visual examination may confirm or determine another taper type associated with this event. Device labeling addresses the reported event as follows: precautions: care must be taken during band adjustment to avoid puncturing the tubing that connects the access port and band, as this will cause leakage and deflation of the inflatable section. Failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Deflation of the band may occur due to leakage from the band, the port or the connecting tubing. Warnings: patients should be advised that the lap-band ap system is a long-term implant. Explant and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: the patient's lap-band system reported to have "regain of weight, increased appetite and eating normal amounts. Patient had leaked but the patient did not feel it." The port was removed and replaced.

Manufacturer narrative:
Supplement #1: medwatch sent to FDA on 08/09/2017. Device evaluation summary: a visual examination was performed on the received access port ii with taper ii. The port tubing was separated approximately one inch from the port tubing ss connector. Scratches were noted on the port, and needle marks were noted on the port septum. An opening was noted on the port tubing at the port tubing ss connector. A port leak test was performed, and leakage was noted from the port tubing at the ss connector junction. A fill inspection test was performed, and no blockage was noted when colored di water was passed through the port septum and tubing. Under microscopic analysis, the end of the port tubing was noted to have a surgical end cut, consistent with removal of the device. Under microscopic analysis, the port tubing had a sharp, striated edge, consistent with damage from a surgical tool.